Event description:
Information was received indicating that during use of a cadd medication cassette the pump exhibited "no disposable, pump won't run" alarm. Per reporter, the patient used current pump and is requesting a replacement pump to be sent. No adverse patient effects were reported. Per reporter, no further details were provided.

Manufacturer narrative:
Additional contact information: (B)(6).